Manufacturer narrative:
Corrected data: upon further review it was identified that the following codes were inadvertently left out from the initial MFR report number 3012236936-2023-00487. Therefore, the information has been corrected in this supplemental MDR report and the following fields have been updated accordingly: section h6 -health effect - impact code: 4644-medication required section h6 -health effect - impact code: 4632-prolonged required. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was problem with the synergy simplicity delivery system. It was difficult to advance the intraocular lens (iol) and the push rod pushed the iol outside of the cartridge tip. The lens has scratches on the edge of the optic. The lens was implanted and the patient has no issues. Through follow-up we learned that there are some ruptures on the periphery of the optical part of the implanted iol. Delay of 10 minutes were mentioned. Patient has vision of 1.0 has been post operation. The medication oftan nevanac was prescribed. Patient fully recovered and under additional medical attention. Daily activities not affected. No additional information was received.

Manufacturer narrative:
Information unknown/ not provided. Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: unknown/ not provided. The best estimate date is a week prior to (B)(6) 2023. Implant date: unknown/ not provided explant date: n/a, lens remains implanted. Telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Our subject matter expert (sme) evaluated the photograph provided by the account. The picture shows a pseudophakic eye implanted with a tecnis synergy simplicity optiblue intraocular lens model dfr00v. A diffractive pattern can be observed which is compatible with the referred lens. Three irregular marks can also be observed, the first one in the mid-periphery at 2:45-3:00, the second one in the lens periphery at 6:00-7:00 and the third one and bigger involves mid-periphery and periphery at 9:00 to 10:00. The root cause of the reported event and its potential clinical impact cannot be determined from a picture assessment. The complaint issues "difficult to use" and "cosmetic issues" were not confirmed and could not be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.